Event description:
My daughter had a vagus-nerve stimulator made by cyberonics. The device was implanted for seizure control. The battery in this device was replaced in 2006 at (B) (6) hosp in (B) (6), but I don't know if the entire unit was replaced. Dose or amount: unk. Dates of use: (B) (6) 2000 - (B) (6) 2009. Diagnosis or reason for use: intractable seizures.